Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Initial inspection of the pod found the top and bottom housing to be cracked and discolored. The investigation could not determine the timing or cause of the top and bottom cracks. Upon opening the pod, corrosion was observed on all internal components. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod and attached to the power supply. This attempt was also unsuccessful. The download data from the pod could not be obtained as the pod could not communicate with the master pdm. Corrosion was observed on several internal components including all three batteries and the pcb assembly; however, it couldn't be determined if this corrosion contributed to the inability to connect to the master pdm. It could not be conclusively determined when or how the corrosion occurred or if it contributed to the reported event. The exact cause of the reported communication issues could not be determined. During fluid path testing, a tear was found in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The fluid path was occluded at the tear in the exposed portion of the soft cannula and the remaining fluid path was tested for leaks. The investigation found no evidence of fluid leaking from the internal fluid path. It could not be determined if fluid entered the device through the cracks in the top and bottom housing, as it could not be determined when or how these cracks occurred.

Event description:
It was reported the patients blood glucose level rose over 250 mg/dl while wearing the pod between 1 and 4 hours.